Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11f24020, h11e26027. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse from the USA of fungal peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. During a call with baxter customer service, the following information was reported. On (B)(6) 2011, the patient experienced fungal peritonitis and was hospitalized on the same day. The nurse clarified that the event of fungal infection reported by the consumer was fungal peritonitis. The nurse did not know the cause but stated that the fungal infection was usually caused by environmental issues. Treatment was not reported. On (B)(6) 2011, the patient's catheter was taken out due to the fungal peritonitis and pd therapy was discontinued on the same day. On an unreported date, the patient was started on temporary hemodialysis (duration unknown). At the time of this report, the patient was recovering. The nurse stated that the event of fungal peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this peritonitis event.